Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was torn at the ok button. All of the keypad buttons were fully responsive to user inputs. Contamination was found underneath the down button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed there was contamination on a keypad button contact. This report is made based on results of investigation completed on (B)(6) 2015.